Manufacturer narrative:
(B)(4). Final analysis found that the field reported complaint was not confirmed. The damaged guidewire portion may have led to the field report of tip electrode separation within the lead body while flushing the lead. (B)(4).

Event description:
It was reported that during the implant procedure of the left ventricular lead; it was noted that the lead was clogged with body fluids. The lead was taken out to flush. While flushing the lead, the tip electrode separated. The lead was not used and a new lead was implanted successfully. No patient symptoms were reported.